Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5076469) on 24-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated essure device") in a female patient who had essure inserted. Concomitant products included alprazolam (xanax), aripiprazole (abilify), lamotrigine (lamictal), prazosin hydrochloride (minipress) and venlafaxine (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion disability) with pelvic pain. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076469) on 24-apr-2018. The most recent information was received on 14-sep-2018. His spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated essure device") in a female patient who had essure inserted. Concomitant products included alprazolam (xanax), aripiprazole (abilify), lamotrigine (lamictal), prazosin hydrochloride (minipress) and venlafaxine (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion disability) with pelvic pain. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.